Event description:
It was reported that during right ventricular (rv) lead revision, the atrial lead was extracted due to significant "lead on lead" adhesions. Once completely removed, it was noted that the lead was found to be intact. The atrial lead was re-implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).